Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the patient was able to have an MRI. She will be getting an entire system replacement with a date tbd with dr. (B)(6).

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2016, explanted: product type lead, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2016, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep indicated that the MRI has not been scheduled as of yet but will be. Replacement has not been scheduled as of yet, either.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 977a260; lot# serial#: (B)(6); implanted: on (B)(6) 2016; explanted: on (B)(6) 2021; product type: lead; product ID: 977a260; lot#serial#: (B)(6); implanted: on (B)(6) 2016; explanted: on (B)(6) 2021; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information from the rep indicated that during replacement surgery there was an impedance issue. The rep stated that the leads were switched back and forth between channels on the new battery to see if it was an issue with the battery but regardless of channel, impedances were bad on both leads. Both leads were explanted and a paddle lead was implanted. All impedances were within normal limits with new battery and paddle lead. The issue was resolved.

Event description:
Additional information was received from the evaluation team reporting that the conductor was found to be broken on one of the leads.

Manufacturer narrative:
H3: product ID# 97714; serial # (B)(6) was returned for analysis and it was determined that the implantable neurostimulator (ins) was at end of service (eos) due to three over discharges. Product ID 977a260; serial# (B)(6) was returned for analysis and it was determined that the conductor was broken at the anchor site. Product ID 977a260; serial# (B)(6) was returned for analysis and it was determined that the no anomalies or device issues were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, the patient reported that they just got their new recharger today (due to previous one being lost) however they had been trying to charge but no matter where they place the antenna, the recharger says it can't find the ins. The patient tried connecting with recharger and reported reposition antenna screen. The patient then tried the programmer, but reported poor communication screen. The patient stated they last charged their ins last year. The issue was not resolved. The patient was redirected to their healthcare provider to further address the possible overdischarge. No symptoms were reported. On (B)(6) 2021, additional information was received from the patient reporting that the circumstances that led the patient to not charging their ins was due to them having some pain from lead movement and working 40 plus hours, 3 kids and often forgetting to charge it. They also noted that it didn¿t charge as well as they thought due to moving during sleep. It was indicated that the patient contacted a manufacturer representative (rep) and made plans to meet with them but they forgot to finalize the plans. Steps taken to resolve the issue of the patient not being able to connect with their ins was they met with a rep who tried to restart their ins, but it was reported that stimulation was turned off due to it being their third (over)discharge. It was reported that the patient would be getting an MRI, a new ins and will set reminders to charge it.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep was able to do a trickle charge and get the patient's ins out of her power on reset (por), but she is still receiving icon of end of service (eos). Replacement was discussed, but no plans were made at this time. The patient needs to get imaging performed as ordered by her surgeon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rep performed a trickle charge (physician recharge mode) for the patient. However, patient stated this was their third overdischarge so when caller cleared the power on reset (por), the patient programmer and tablet showed end of service (eos). Caller stated patient needs thoracic MRI tomorrow as they believe hcp is considering surgery for the patient. Caller stated that patient stated it has been at least 3 months since they used the device. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI verbiage around devices in eos and that eligibility would need to be confirmed via other means (eligibility form) and it would up to MRI facility to accept that eos is indicating the ins is off. Tss reviewed that if ins is kept charged, an 8840 could be used to put ins into MRI mode.